Manufacturer narrative:
Additional/updated information was added to reflect the 4-way valve being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of it sticking/not shifting. No other parts were returned, so the complaint of the alarms not functioning could not be verified.

Event description:
The pilot valve was not inducing the 4 way and the on/off was not alarming.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The pilot valve was not inducing the 4 way and the on/off was not alarming.